Event description:
Children's toothbrushes with suction bottom. Bottom come off very easily causing choking hazard. Have had several kinds of children's toothbrushes with suction bottoms all are examples of the incident.